Event description:
It was reported that the patient had a new battery put in and it was implanted at an angle. Patient stated the device was flipped. Device could be recharged at implant angle, but only with three coupling bars. A procedure was scheduled to correct the issue and implant an upgraded battery. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient received assistance from her doctor and manufacturer representative and her concerns were resolved. It was noted the patient had an appointment on (B)(6) 2012; per the manufacturer device registry the patient's device was replaced on that date. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2011, explanted:, product type: lead. Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2011, explanted:, product type: lead. Product ID (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product type: recharger. Product ID (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product type: programmer. (B)(4).